Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and smoker. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, type ii diabetes mellitus, abdominal pain lower and nicotine dependence. Concomitant products included bupropion, duloxetine hydrochloride (cymbalta), glipizide and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of depression ("depression"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). In 2014, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced the second episode of depression ("depression"), anxiety ("anxiety"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), post-traumatic stress disorder ("ptsd"), abdominal pain ("abdominal pain") and back pain ("backache"). The patient was treated with surgery (hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral removal )). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, the last episode of depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, premature menopause, urinary tract infection, vaginal infection, migraine, nausea, post-traumatic stress disorder, vaginal discharge, fatigue, alopecia and weight increased outcome was unknown, the headache and back pain was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, premature menopause, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of depression and the second episode of depression to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: menorrhagia, dysmenorrhea,vaginal bleeding, fatigue,pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder problems, urinary problems, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), early menopause, urinary infection, vaginal infection, migraines, headaches, nausea, ptsd, depression,vaginal discharge, fatigue, hair loss, weight gain and backache. Concomitant, lot number and historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) (batch no. 621685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and smoker. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, type ii diabetes mellitus, abdominal pain lower and nicotine dependence. Concomitant products included bupropion, duloxetine hydrochloride (cymbalta), glipizide and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of depression ("depression"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). In 2014, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced the second episode of depression ("depression"), anxiety ("anxiety"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), post-traumatic stress disorder ("ptsd"), abdominal pain ("abdominal pain") and back pain ("backache"). The patient was treated with surgery (hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral removal )). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, the last episode of depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, premature menopause, urinary tract infection, vaginal infection, migraine, nausea, post-traumatic stress disorder, vaginal discharge, fatigue, alopecia and weight increased outcome was unknown, the headache and back pain was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, premature menopause, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of depression and the second episode of depression to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: menorrhagia, dysmenorrhea,vaginal bleeding, fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.